Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a15 captures the reportable event that the clip would not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was on the polyp, but the handle didn't work, so the clip wouldn't release. Eventually, the wire was cut with pliers. The procedure was completed with the original device. There were no patient complications have been reported as a result of this event.